Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email that they experienced sensor and transmitter issue. Customer reported that the transmitter would not connect to the insulin pump and made it work eventually. Customer's blood glucose went down to 45 mg/dl after the transmitter lost it's connection. Customer did not mention any form of treatment for low blood glucose event. No troubleshooting was performed on low blood glucose issue. The insulin pump was not returned for analysis.